Event description:
The customer reported that an IV fluid, believed by the customer to be normal saline, was being administered to a patient in the medical surgical unit with a gemini infusion pump. While starting the new IV, the nurse noticed a few drops of blood were dripping from the b. Braun ultrasite valve. Upon inspection of the sample, the nurse confirmed that the valve was still open because a hard piece of plastic (approximately 3-4mm long) was wedged into the valve. The piece of hard plastic had broken off of the side of the male luer end of the baxter clearlink continu-flo set. The nurse replaced the sets to resolve the issue. There was no patient injury or medical intervention associated with this report. This condition occurred with the clearlink duo-vent continu-flo set, product (B)(4), lot number unknown. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to baxter for evaluation. Visual inspection of the sample confirmed a cracked/broken male luer tip inside of the b. Braun ultrasite valve. Causes related to the assembly process were discarded because there are no areas in the manufacturing process that could generate this anomaly in the component. This component is received with the cap assembled to the male luer adapter from two external suppliers. Since the lot number was not provided by the customer and the sample is contaminated with blood, it is difficult to determine which supplier manufactured this component. As a result, both suppliers will be notified of the customer report.